Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
Limited information from a clinical data collection site provided product name for duramatrix suturable, however the lot number provided is for duramatrix onlay plus. Additional clarification from data collection site was requested but not provided. Product was used on patient. After using the product, the patient developed ivh 1 delay post-op. The patient was discharged to hospice and expired 06/2021. Exact date of patient death was not provided. Patient was also undergoing chemo and radiation.

Manufacturer narrative:
Additional quality control testing showed the product met acceptable sterility and ph criteria.